Event description:
It was reported that myopotential oversensing was observed. Review of the egm revealed low level, high frequency noise that was inhibiting pacing. Programming changes were made and resolved the oversensing. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).